Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing device was removed and a new ipp was implanted. During the procedure a leak was noted in the reservoir. The patient did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided.